Event description:
The reporter contacted animas on (B)(6) 2012 alleging that for the past 10 days the 'ok' button is not always responding when pressed. This report is being made based on the alleged keypad malfunction.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the ok button was found to be intermittently responding to presses. The keypad was removed and contamination was observed under the button contacts. Unrelated to the complaint, the display screen was found to be faded and miscolored. Also unrelated to the complaint, the vibration motor pins were not making an electrical connection; the audio tone function was found to be functioning and the pump would still alert the user to an issue. Also unrelated, the battery compartment was found to be cracked. The user guide instructs the patient that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump.